Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013 and 23/oct/2017. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the device. ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ other-medical-ndr: not applicable as the event is not related to the device. Additional observations: ¿ no other observation observed.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported having had right side "moderate" breast pain. Patient additionally reported a "suspected rupture." No treatment or surgical reoperation has occurred, device remains implanted. Healthcare professional later reported the event of rupture was confirmed via ultrasound/mammogram completed on (B)(6) 2023.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.